Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. On the fifth day after initial use, the side arm retainer was found to be wet with purge fluid. After observation for a while, the source of the leak could not be identified. There were no changes in purge pressure/purge flow before and after the leak was discovered.

Manufacturer narrative:
B5 updated with addtional information received from the clinical site. H6 medical device problem code added based on the information received from the clinical site.

Event description:
Position waveform and vital signs monitor a line began to diverge, triggering a minimum/low position waveform alarm. Continued use due to no change in circulatory dynamics. Position waveform displayed a negative value, and subsequently disappeared. The reason for this removal is the loss of the position waveform.

Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax). Additional information has been provided in d9 and h6.

Manufacturer narrative:
Updated information: d6b explant date added g1 MFR site name, danvers, removed

Event description:
It was reported that there were no interventions done during support.

Manufacturer narrative:
B5 updated with additional information. D1 brand name revised.